Event description:
It was reported that during a pcta / stenting treatment procedure involving a calcified and 99% stenotic lesion in the proximal portion of a very tortuous lad coronary artery, inflation difficulties were experienced. The maverick otw balloon was used for predilatation (inflated to 6 atm's) of the proximal lad lesion, then a tristar 13/3.00mm stent was placed at the site. The maverick otw balloon was then re-inserted to dilate a lesion at the first diagonal portion of the lad coronary artery. The maverick otw balloon lost pressure at 12 atm's on the initial inflation at this lesion site. The patient was asymptomatic during this event. The maverick otw balloon catheter was removed and replaced with another maverick otw balloon catheter (same size) to successfully complete the procedure. A 7f introducer sheath, a balance guidewire (size unknown), a 7f asahi-intecc getz brothers neat jl4 guide catheter and a guidant 20/30 inflation device were also used in this case. Patient status is reported as "good"